Event description:
Periprosthetic bone fracture discovered by 1 day post-op x-rays. The fracture will be managed conservatively, with no revision surgery planned at this stage. The surgeon suspects the fracture occurred during the final stem implantation.

Manufacturer narrative:
Batch review performed on 03 november 2022 lot 176527: (B)(4). Expiration date: 2023-01-22. No anomalies found related to the problem. (B)(4). Clinical evaluation performed by medical affairs department: periprosthetic bone fracture discovered 1 day after the tha surgery from the post-op radiographic images. At this stage, the surgeon decided to not doing a revision and manage the fracture conservatively. The surgeon suspects the fracture occurred during the final stem implantation. Intraoperative femoral fractures are known possible adverse events of total hip replacements, described and quantified in literature. They mainly depend on bone morphology and mechanical properties. In this case, there is no reason to suspect a malfunctioning device.